Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 5.1, lab: 1.7. Exact date not known. No patient information and no therapeutic range provided. Caller indicated that they do not test patients with any interfering substances in their systems. She also indicated that there have not been any adverse events as a result of testing with the meter. On occasion milking is done if patient does not bleeding easily.

Manufacturer narrative:
Investigation pending.